Event description:
Edwards received notification from france that a patient with this valve model 3300tfx27mm, implanted in aortic position, underwent a valve-in-valve intervention after an unknown implant duration due to stenosis. During the pre-dilatation, the patient experienced a massive regurgitation. A 29mm transcatheter valve was later successfully implanted within the edwards surgical valve. As reported, the patient's cardiac output was low and experienced two episodes of ventricular fibrillation, both successfully terminated with 200 j shocks. Cardiac massage was performed, and the patient was subsequently transferred to the cardiac intensive care unit for ongoing management.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected data in section g1. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.